Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had loss of capture and high impedance. The lead was explanted. No further information was available.

Event description:
New information states that the patient was in a stable condition before, during and after the procedure.